Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to let the nurse know about the alarm. The home patient(hp) was contacted on (B)(6), 2011. The hp stated this issue has occurred in the past. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.